Event description:
It was reported that the patient presented for in-clinic follow-up with the left ventricular lead that exhibited failure to capture in all vectors. The patient was scheduled for extraction, and the lead was successfully explanted and replaced. The patient was stable.